Event description:
Patient was treated at hospital for hyperglycemia. Reportedly was seen at hospital several months ago. Reports that personal stress extremely high and white blood cell count quite elevated at time. User error likely caused event. Pump not returned for evaluation.